Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result for one patient from coaguchek xs meter serial number (B)(4). At 10:49 am, the meter result was 7.6 inr. At 12:30 pm, the laboratory result was 5.7 inr. The laboratory used recomboplastin reagent. There was no allegation of an adverse event. The customer was not anemic, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, some changes in diet (eating sugar free candy), no recent illness, no new medications, and no bleeding or bruising. The therapeutic range was 2-3 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.